Manufacturer narrative:
This is a duplicate report of MFR no. 6000034-2014-01554 filed on october 22, 2014.

Event description:
Per the clinic, the patient experienced blisters at the implant site and was treated with antibiotics (type, duration and dosage not reported). The issue could not be resolved resulting in the exposure of the receiver/stimulator unit. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.